Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent the trial procedure on (B)(6) 2016. During the procedure, the doctor was unable to advance the lead to the desired location due to the patient's scar tissues. As a result, the procedure was abandoned.